Event description:
On (B)(6) 2025, a patient underwent port placement procedure m.r.I. Ultra slimport implantable port, chrono flex single lumen, 6f via brachial vein at right upper arm. It was reported that prior to a port placement procedure the catheter was allegedly found slightly flattened. It was further reported that the catheter was allegedly found causing poor aspiration and infusion flow. A second new kit exhibited the same defect. A third new product was used to complete the procedure. Reportedly, the catheter was allegedly found problem with both infusion and aspiration. There was no patient contact.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Ultra slimport implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Ultra slimport implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the sample was not returned for evaluation. One photo were provided for review. The photo shows the catheter and partial view of trocar on a unsealed tray. No anomalies are noted. Therefore investigation is inconclusive for the reported deformation due to compressive stress, restricted flow rate, decrease in suction, difficult to flush issue as the provided photo was not sufficient to confirm the reported issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent port placement procedure m.r.I. Ultra slimport implantable port, chronoflex single-lumen, 6f via brachial vein at right upper arm. It was reported that prior to a port placement procedure the catheter was allegedly found slightly flattened. It was further reported that the catheter was allegedly found causing poor aspiration and infusion flow. A second new kit exhibited the same defect. A third new product was used to complete the procedure. Reportedly, the catheter was allegedly found problem with both infusion and aspiration. There was no patient contact.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Ultra slimport implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Ultra slimport implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. A photo was provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.